Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 40 mg/dl. Cause of low bg was unknown. Customer ate a fruit roll up to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.